Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and white particles inner device. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reportable left side "any creases associated with hole." Device has been explanted.